Event description:
Received a telephone call from a pt looking for info about panalok rcs. Pt had a rotator cuff operation sometime in 2000 and never fully rehabed. Pt recently had re-visitation surgery, 3/2004, and a broken fragment of the original unknown panalok rc anchor was removed.